Manufacturer narrative:
The date of the event was reported an unknown day in (B)(6) 2017. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Air was reportedly observed in an unspecified number of non-dehp extension sets with 1.2 micron filter. The reporter stated that this led to an occlusion of the filter. This occurred during priming. There was no patient involvement. No additional information is available.